Event description:
It was reported that the patient alert sounded. It was also reported that the right ventricular (rv) lead had high impedance, t-wave oversensing (twos), oversensing, high threshold, noise, had over-lay damage, and was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 7278 implantable cardioverter defibrillator 2006 (B)(6), explanted: 2012 (B)(6); competitor 4469 implantable pacing implantable pacing lead 2005 (B)(6). (B)(4). Evaluation summary: no anomalies were found, however apparent explant damage was noted; proximal segment returned and analyzed.